Event description:
It was reported that the customer's insulin pump keypad was unresponsive to user inputs. Customer stated the up and down buttons were not functioning properly. Customer stated they do not recall any significant events that lead to the alarm or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 216 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.